Manufacturer narrative:
Investigation revealed that there was no system malfunction. The misplaced implants was most likely a combination of skiving and a dynamic reference. The software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. Implants were misplaced in the same direction; shift can lead to a loss of navigational integrity and misplaced implants in a similar fashion as seen in this procedure. It is recommended to pair the sm to the at the start of the case so that the user can be alerted of any potential shifts. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, the case was completed and there were no adverse effects to the patient reported. This equates to an overall anticipated risk level of low and severity observed did not exceed the anticipated severity. The observed overall risk level is low, which does not match the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.